Event description:
Issue reported: the needle protective cap was found falling off during sample inspection.

Manufacturer narrative:
(B)(4). The DHR file is not available for review. The complaint sample is not available for return. However, the customer did return a photo of the sample; see pic (B)(4). Visual inspection of the photo revealed a closed ez-io 15mm needle set that conained a 15mm needle with its guard removed. Complaint confirmed. The certificate of compliance certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso (B)(4). A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in 03/2018 and is approximately 2.5 years old. A CAPA is in process to further investigate the issue of the needle cover becoming detached. The complaint sample is not available for return. However, the complaint was able to be confirmed by the customer's returned photo. The photo revealed an unopened kit containing a needle with its guard removed. The likely cause of this complaint is the package design. A CAPA is in process to further investigate the issue of the needle cover becoming detached.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the needle protective cap was found falling off during sample inspection.